Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-00423. It was reported that the patient presented in clinic following a fainting episode. Lead fracture was suspected, noise leading to inhibition of ventricular pacing and aborted shocks were observed. The noise was not reproducible in clinic with pocket manipulation or isometric testing. The physician capped the lead on (B)(6) 2019 and the device was explanted. They were replaced successfully. The patient was in stable condition before during and after the procedure following the procedure, episodes of lead noise were still observed but were not reproducible. It is unknown whether the noise originated from the capped lead. There were no allegation on the new system. Programming changes to pacemaker sensitivity were made. The patient returned to clinic (B)(6) 2020 and no further noise episodes were seen. The patient was to continue with normal follow up in clinic.